Manufacturer narrative:
Trackwise # (B)(4). A follow-up MDR will be sent once investigation has been finalized.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The arm could not be fixed because the knob did not function (mechanical issue). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The arm could not be fixed because the knob did not function (mechanical issue). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, additional MFR narrative. Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/18/2019. An investigation was conducted on 12/17/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was unable to be secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The arm could not be fixed because the knob did not function (mechanical issue). A replacement device was used to complete the procedure. The hospital did not report any patient effects.